Manufacturer narrative:
The device was not returned to olympus for evaluation. The cause of the reported event can be determined at this time; however, the operator¿s technique and user handling of the device could not be ruled out as contributory factors to the reported event. The instruction manual warns users ¿examine this device prior to use. Do not use if damage is found. Do not use an instrument that fails to meet the criteria stated in the labeling or that has been damaged.¿

Event description:
Olympus was informed that at the conclusion of a cystoscopy bladder biopsy procedure, the active cord caught fire and broke away from the electrode. No excessive bleeding reported. No device fragment fell into the patient. There was no longer stay or additional procedures needed. The intended procedure was completed using the same set of equipment. There was no patient or user injury reported. Additionally, it was reported that the cable may have been (B)(4) years old.